Manufacturer narrative:
Complaint is confirmed for straight shots due to a broken tip. The broken tip appeared to have been exposed to some type of excess stress resulting in the tip breaking.

Event description:
The rga reports the complaint as, "firing straight."